Event description:
It is reported that the patient was revised due to the tibial component being loose. It was noted that it was easily removed with no cement attached. Implant and explant dates are unknown.

Manufacturer narrative:
This report will be amended when our investigation is complete.